Event description:
It was reported by the affiliate that the (1) atw45 was used during an unknown procedure (uterus). It was reported that the device would not cut and would not staple. The case was complete with another instrument and there was no pt consequence.